Event description:
Emergency medical services personnel were attending to a pt in cardiac arrest. Allegedly during an attempt at treating the pt, the device would not power up due to depleted batteries installed in the device. Resuscitative efforts continued with the use of an automatic external defibrillator that was present on the call. The arrest was terminated by the physician.